Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the returned sample photo revealed a bead of leaking liquid coming from the administration port. The reported issue was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 3000ml exactamix eva tpn bags leaked from the middle port. This was observed before use. There was no patient involvement. No additional information is available.